Manufacturer narrative:
(B)(4). Review of the device history records did not find any deviations or anomalies. No other complaints of any type have been reported for the provided items and lots. These devices are used for treatment. The surgical technique states, "if unable to visually confirm an even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate". It also states to "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior." This is performed after impacting the glenosphere on the base plate. No operative notes were received; it is not known if these checks were performed or if the glenosphere was initially circumferentially seated. Attempts have been made to obtain additional information however no information has been received to date. High quality x-rays were requested however not provided. The provided x-rays were reviewed by a health care professional; they stated that "base plate offset measures nearly 5 mm suggesting the glenosphere may not be fully seated. However, suboptimal image quality and possibility of ~1-2 mm measurement error confound this assessment." A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Is reported that the glenosphere has disassociated from the baseplate and is dislocated. A revision is planned.